Event description:
Additional information received from reporter on may 21. I have already submitted a report for this incident and need to update the address as (B)(6) since the wrong state was inadvertently entered on the previous report, ID: (B)(4). Patient identifier: date of birth (B)(6). Product name: smiths medical hypodermic needle-pro edge 3 ml/ll 25g x 1 inch safety syringe. Name of the reporter: (B)(6), rn.

Event description:
Smiths medical hypodermic needle-pro edge 3 ml/ll 25g x 1 inch safety syringe use for covid-19 under emergency use authorization (eua): drew up and administered covid-19 vaccine with said syringe. Upon withdrawing the needle from the patient's arm and engaging the sheath, the nurse noticed that the needle was bent. FDA safety report ID# (B)(4).